Manufacturer narrative:
Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-02341, 1627487-2022-02343. It was reported that patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2022 in which a lead was explanted and replaced. Note: it is unknown which lead was explanted and replaced, so all leads are being reported.